Event description:
It was reported that the patient request physician listing information due to the patient physician had moved. The patient reports she was having a lot of bladder pain that started 10 days ago. She had relations with someone who was not gentle and since then she has been having problems with therapy and she was not sure if that upset the device. She was not feeling stimulation or symptoms relief since 10 days ago. She used to be able to feel stimulation in the area, it was implanted but now she was not feeing stimulation at all since 10 days ago. The patient asked if there was anything new with ins(stimulator) and the patient asked about ins longevity. She used the programmer to sync with implant and the patient confirm ins was on. The setting was on program 2 at 0.9 volts. The patient reports yesterday she saw hcp (healthcare provider) and they told her she may have bad bladder infection, and there were nitrates in there. The healthcare provider sent it off to be examined to see exactly what type of bacteria, so they can treat it with an antibiotic. It was reported six days later that the patient repeated her therapy complaint of not being able to empty properly. She had an x-ray friday and it showed the implant was twisted and the wiring was "pulled away from the mouth of bladder". It was clarified the patient meant the leads pulled away from nerve. The wiring was looped around the electrodes that were on the top of it. The patient guess the implant twisted and wires pulled when the patient fell. The hcp reported the ins looked okay. Caller expressed concern about the ins hanging way off to the right. Caller questioned the age of her ins since it was 7 years old and requested whether she should have a total system replacement. The ins worked perfect until the fall reported. Caller states now she has to catheterize and states she feels like a balloon about to burst because her bladder was not emptying like it should. She was not sure she can wait until her appointment with the manufacturer representative scheduled for thursday. During the call the patient mentioned she also has degenerative disc disease. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID: 3093-28, lot# v060451, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 3093-28, lot# v060451, implanted: (B)(6) 2007, product type: lead. (B)(4).